Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: sdr303b ipg, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to noise. It was also reported that the patient's right atrial (ra) lead was explanted and replaced. The ra lead was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.